Event description:
The (B)(6) male patient received a cypher stent in the proximal rca. The email received for the (B)(4) study indicated that four days after index procedure the patient experienced retroperitoneal bleeding. Patient had gastris, duodenal gastric ulcers secondary to nsaid use. The events were graded as unrelated to both the index procedure and the implanted cypher stent. Additional information received on (B)(6) 2012, the adjudication committee agreed with the coding of bleeding complication, (B)(6) 2011. Per the minutes the event was related to the study drug. Addendum: cec adjudication minutes received on (B)(6) 2012. The committee agreed with the code of arc (spontaneous), (B)(6) 2011 based on the elevated cardiac enzymes during a hospital admission.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient had an mi approximately 28 months post index procedure. This is an (B)(6) male with medical history including previous pci (2004), peripheral artery disease, hyperlipidemia, hypertension, cva/stroke ((B)(6) 2010), congestive heart failure, pvd/claudication and chronic pulmonary artery disease. The patient received a cypher stent in the proximal rca. The core lab reported a 7% residual stenosis, no dissection and timi 3 flow. The patient was discharged two days later on dual anti-platelet therapy. Approximately 27 months post index procedure the patient experienced abdominal pain and started taking pepto-bismol as prescribed by his md. In (B)(6) 2011, the patient was admitted for epigastric pain and black tarry stools. The patient was on dual anti-platelet therapy at this time. The hemoglobin levels remained stable and no transfusions were required. The epigastric pain improved and the tarry stools stopped. However, during this admission, there was an elevation in cardiac enzymes that was adjudicated to be an mi. The troponin level peaked at 0.065. No ECG's were performed and no cardiac interventions were performed. The discharge summary did note that the tarry stools may have occurred secondary to the pepto-bismol usage. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available, thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.